Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the thrombectomy was preformed with the access: flow gate 8f, red68, phenom21 and solitaire 4x40. The solitaire detached in the first pass. The cloth was in the m1 segment. It was a regular cloth. In the moment of the extraction, the physician felt a little bit more traction right in the cavernous segment of the ica and the stent detached there. The phenom21 was not covering the proximal part of the stent because this costumer uses the combined technique and they just removed the microcatheter to ensure better surface area to use aspiration. After the detachment, the decision was to leave the stent there and keep the patient with double antiplatelets. The patient recovered well from the thrombectomy. As the artery was well opened and the carotid patent. There were no other symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an ischemic stroke, the solitaire stent became detached during the third pass in the m1 segment of the middle cerebral artery. There was separation. The stent remained in the patient at the m1 location. The patient experienced a tici 0 score, indicating no perfusion, with the solitaire trapped in the m1 with the cloth. There was no vessel stenosis proximal to the thrombus site. The pushwire was not torqued during the procedure. The physician did not attempt to detach the stent. No surgical or medicinal intervention was required, and there was no friction or difficulty reported during the procedure. The patient outcome was noted as alive with injury. It was unknown if there was any patient involvement or complications as a result of the event.